Event description:
A zoll pt service rep (psr) contacted zoll customer support while fitting a (B)(6) male pt to report that the pt's charger would not powering on. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (battery problem) was confirmed. Upon investigation, the power brick was found to be defective with an intermittent open connection inside the cable connecting the power brick and power supply connector. The root cause of the intermittent open was unable to be positively identified. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger/modem.